Manufacturer narrative:
Device has not been evaluated at this time due to it's unk location. When the device becomes available, an eval will be performed and a supplemental report will be completed.

Event description:
Sales rep reported, that a 8x25mm calaxo screw was inserted in 2007, in the tibia for fixation of an acl graft. The patient presented with pain, redness and swelling at the tibial insertion site. Patient reaction necessitated a second procedure for removal of the calaxo material a month and a half later. The screw was no longer intact and was removed from the patient in pieces. It was confirmed that the screw was countersunk 2 or 3mm in the tibia.